Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, per paper by de meo et al. From the 2018 acta ortopaedica italica, titled "modular stem in hip dysplasia crowe iii e IV: mid-term clinical and radiological outcomes.": allegedly 1 patient was subject to recurrent dislocation. It is not mentioned in the paper whether this patient was revised or not. Patients in this cohort were primary cases with severe hip dysplasia. No further information was provided regarding these adverse events.